Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was discrepancy in arctic gel pad product batch (1) differs from the batch described on the nationalisation label (2). They found a discrepancy between the information on the nationalisation label and the manufacturer's information on the product, as shown in the images. Additional information received on 23 sep 2025. Has anvisa been notified? If yes, what was the notification number? No. Could you confirm on what date the problem/defect occurred or was identified? On (B)(6) 2025. Could you share the details of the ¿company¿ address where the event occurred? The event occurred at the company, in the process of receiving invoice (B)(4) and checking the product received. A discrepancy was found between the information on the manufacturer's label and the nationalization label applied to the product.